Event description:
It was reported that patient had experienced an overdose and this had happened twice (the previous overdose has been reported in MFR report # 3004209178-2011-02035). It was stated that presently following the last refill, which was last week, for 4-5 days per patient's family patient's speech was slurred, she slept way more than usual and stumbled every single time she stood up. It was indicated that patient took oral morphine; it was added that patient "had not taken anything more than she normally does". It was questioned if an accidental morphine overdose and/or a pocket fill can occur when the healthcare provider (hcp) used fluoroscopy to refill the pump. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model 8711, lot# j11457r20, implanted: (B)(6) 2003, explanted:unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).